Event description:
The account alleged the base frame weldment had broken at the caster base tube. No pt impact.

Manufacturer narrative:
The account replaced the base frame weldment assembly to resolve the issue.